Event description:
(B)(6) study. It was reported that a leak was identified post procedure. The patient underwent a successful left atrial appendage closure (laac) procedure in (B)(6) 2015 and a 27mm watchman ® laa closure device was implanted. During the procedure, the watchman was fully recaptured once due to position being too proximal. It was then able to be deployed and released with a complete seal noted. During a follow up transesophageal echocardiogram (tee), a small gap on the device rim was discovered. No action was taken and the event was not considered resolved.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the gap in the device was detected during a follow up visit in (B)(6) 2015 and was resolved that day.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).